Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). 4117 - device not accessible for testing . Summary of investigational findings: a male patient presented with multiple trauma on (B)(6) 2018. An aortic transection was treated with a zta-p-24-105-w with the final angiogram results reported to be great. A follow-up cat scan on (B)(6) 2018 was also reported to look good with no leak or extravasation. On (B)(6) 2019 the patient presented with paralysis of the lower legs and a CT scan showed complete thrombosis of the thoracic graft. The patient was treated with bypass graft to preserve flow distal to the graft. Patient was reported to be paralysed and in very critical condition at (B)(6) 2019. A 7-month postoperative CT study dated (B)(6) 2019 recorded on a live video was provided and reviewed by an imaging expert. The reviewer found that: "at 7 months, there is a complete occlusion fo the mid to distal zta graft with reconstitution of the native aorta just distal to the endograft via collaterals." Furthermore, the reviewer states: "the profile of the distal zta graft appears to be larger than the profile of the native thoracic aorta just distal to the graft. Relative measurement shows the distal graft profile to be 44% larger than the outer diameter of th native aorta just distal to the graft. Graft oversizing may have contributed to the graft occlusion. However, graft oversizing cannot be determined with certainty without diameter measurements on preoperative imaging. The smaller appearance of the distal native aorta could partially be due to low flow due to collateral filling." The current IFU states: the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. And risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. The blunt horacic aortic injury (btai) indication was removed in (B)(6) 2017 and this device is therefore used outside of indication. No exact cause for this event can be established based on the provided information. Cook will reopen the investigation if further imaging or information is received. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "thrombus formation within the graft. On (B)(6) 2018 patient presented with multiple trauma. Aortic transection in the aorta, treated with complaint device. Final angiogram results were "great." Patient underwent other surgeries for other trauma injuries. A follow-up cat scan on (B)(6) 2018 looked "good"; no leak and no extravasation, good results. Patient presented on (B)(6) 2019 with paralysis of the lower legs; CT scan showed complete thrombosis of the thoracic graft. Bypass graft was done to preserve flow distal to the graft. Patient alive but in critical condition." Patient outcome: patient is in critical condition, paralysis and thrombosis. Additional information received (B)(6) 2019: the patient is still in the ICU with gut malperfusion.